Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in a non tortuous and severely calcified artery. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During procedure, the balloon was inflated three times at 6atm, 9atm and 12atm accordingly. However, at third inflation, it was noted that the balloon ruptured. The device was removed from the patient's body without problem and the procedure was completed with another of same device. No patient complications were reported and patient's condition was good post procedure.